Manufacturer narrative:
Concomitant product: catheter model 8781, serial# (B)(4), implanted: (B)(6) 2012. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The patient complained of 'no pain relief.' The managing physician did a catheter dye study and saw extravasation around the pump pocket site. A catheter revision was done on the day of the initial report. During surgery, the healthcare provider (hcp) used the catheter access port kit to withdraw 4ml of cerebral spinal fluid. It appeared the catheter was patent without any problems. The hcp then decided to push preservative free normal saline into the side port to the catheter to 'look for leaks.' He noticed a small leak in the catheter about 3cm form the connector. There was no hole in the catheter 'anywhere.' The hcp was 'confident' the leak was a manufacturing problem. A new pump segment was connected to the pump with a collet connection. The device was used to infuse morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
The analysis of the catheter found a tear in the seal near the guide-ring of the sutureless connector but the anomaly was not c onsidered significant and did not affect in-vivo function.

Manufacturer narrative:
Analysis of the catheter found a leak in the catheter body seen in the strain relief-transition tubing region. It was determined the leak area was where the polyurethane layer began. A tear in the seal near the guide ring of the sc connector was also found. It was determined the initial leak seen during analysis was not caused by the customer but may have been present when the catheter was implanted.

Manufacturer narrative:
The initial analysis result of the catheter was coded reliability non-conformance. This tear in the silicone seal issue was further investigated internally and concluded that the correct coding should be no significant anomaly and/or explant damage. Analysis of devices with observed tears in the seal near the guide ring determined that the anomaly does not affect device performance or its ability to meet product specifications. The tears in the seal material do not affect the connector performance and they do not prevent the connection from remaining patent or create a leak condition. In addition, there are no allegations of embolisms due to tear. These tears in the seal also do not present a performance issue to the connector if the catheter is reconnected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.